Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer currently in the hospital with a bypass surgery. It was unknown that customer using auto mode feature active at the time of event. Customer¿s other blood glucose was 323 mg/dl, 284 mg/dl, 286 mg/dl. Customer stated that insulin delivery suspended. Customer blood glucose value associated with the triggered suspend event was 284 mg/dl and sensor glucose value that triggered the suspend on low or suspend before low event was 315 mg/dl. The insulin pump will not be returned for analysis.